Manufacturer narrative:
The device was manufactured from june 27, 2022 - june 29, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed fluid inside a bag suggesting a leak problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had fluid leakage. The inside of the bag was wet and there was a droplet on the connector. This issue was discovered prior to patient use. The device was filled with fluorouracil 4800mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.